Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) reviewed the logs and confirmed error 316 pointing to a simulator connected to the system. Tse advised the customer to disconnect the simulator from the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to simulator connected to the system. It can be resolved by disconnecting the simulator from the system.

Event description:
It was reported that during a da vinci-assisted surgical hiatal sliding hernia procedure, the customer informed the technical support engineer (tse) that prior to the start of surgery they had a non-recoverable error 316 and the system was alarming red. Prior to calling the surgeon decided to start the surgery laparoscopic. The customer stated they tried to call their clinical sales representative without success, and they realized to late that the simulator was connected to the system. The tse reviewed the logs and confirmed error 316 pointing to a simulator connected to the system. The tse kindly remind the customer to call technical support directly whenever they have any issue for better and faster troubleshooting to avoid this kind of converts. The procedure was converted to laparoscopic surgery with no reported injury.